Manufacturer narrative:
Other, other text: additional information: h6(patient code). Additional information received via email on 30-sep-2020 that no patient was involved.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that cadd solis vip pump displayed an alarm every time the latch is closed. There were no adverse events reported.